Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported back pain and an irritation developing where the electrodes sit. The patient reported red indentations. There was no alleged device malfunction contributing to the irritation. The patient was seen by the doctor who released the patient from the using the equipment. Follow up indicated the irritation improved.